Manufacturer narrative:
On (B)(6) 2013, received a call from the consumer. Consumer stated she has had the breast pump for three weeks and her nipples have cracked and bleed. Product requested to be returned for eval. On (B)(6) 2013, product was received for eval.

Event description:
On (B)(6) 2013, received a call from the consumer. Consumer stated the breast pump made her nipples crack and bleed.